Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-23-strip pulled out during blood test test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; at call back on (B)(6) 2018, the customer stated her condition had worsened and she reported symptoms of nausea and dizziness. No medical intervention was reported. No additional blood tests were performed with the truemetrix meter. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-6 error: strip removed during test. The e-6 error occurred when the blood sample was absorbed. At the time of the call the customer stated that she felt dizzy; medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 158mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/20/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.